Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose level declined to 70 mg/dl while wearing the pod for longer than 48 hours. The patient experienced a seizure, although it is unknown whether the seizure was directly related to the hypoglycemic event. The patient has a known history of epilepsy. The patient was treated by a medical professional with keppra for seizure management and was discharged the following day, on (B)(6) 2026. The patient continued to wear the pod throughout hospitalization to manage blood glucose levels.